Manufacturer narrative:
The lens was returned cut into two pieces and has marks that appear to have been made by forceps. Neither haptic is damaged. Solution is dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicate the use of an approved cartridge. The handpiece indicated is not compatible with the cartridge and may have been reported in error. The viscoelastic indicated is qualified for the lens/cartridge combination used. The root cause for the reported event could not be determined. The haptic dimensions are acceptable using an approved template (plan view). No haptic abnormalities were observed. The customer indicated they cut the lens in half for removal. This damage was observed. The returned questionnaire states the lens was implanted with no difficulty or complications. The peripheral tear was observed at the leading haptic right before the I/a for viscoelastic. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received on 11/02/2015. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported an intraocular lens (iol) that broke the capsular bag by its leading haptic during insertion, resulting in the patient having a vitrectomy and the surgeon cutting out and removing the lens during the initial procedure. Another lens was used and the surgery was completed. In a follow up, the surgeon clarified that the events are related to the first iol and there is no harm blamed on the iol that remains implanted. The corneal edema was noted to be resolving.